Event description:
It was reported that the pt had gastritis, was swollen, and "hurting really bad". She visited two different hospitals. One sent her home and the other did diagnostic testing that showed her lead had migrated towards her bowel. The pt was told her lead needed to be removed because it would continue to cause irritation to her bowels. The pt visited her regular follow-up physician and the proper lead position was confirmed. She underwent reprogramming and is "doing ok", further info is being requested from the hcp at this time.